Event description:
The patient had problems with cannulation and flow as a result of the valve moving in the pocket. The patient's lifesite system was repositioned to address flow problems, and the patient subsequently developed an infection and was explanted in 2002.